Manufacturer narrative:
The device in question will not be returned to boston scientific for further investigation as it was discarded by the hospital. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. The cause of the event remains unk.

Event description:
It was reported that during an embolization procedure, the microcatheter was advanced through the lesion with a guidewire which became stuck when advanced through the left anterior cerebral artery (aca). Both the guidewire and the microcatheter were removed from the pt. Angiography was performed which noted a bleed located at a bifurcation of left internal carotid artery (ica). Protamine sulfate was provided, but did not stop the bleed. The procedure was then finished. No further info has been made available.